Manufacturer narrative:
Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed that sensor pairing initially failed or was delayed, and user guidance was provided to allow additional time for the pairing process. It was concluded that the event involved a pairing delay without clinical consequence and that user education resolved the issue.

Event description:
It was reported that an ilet user experienced difficulty pairing a dexcom g7 sensor, was prompted to reenter the pairing code, and observed the ilet display indicating it was pairing; customer support advised that pairing could take additional time and provided education on waiting for completion. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no impact to therapy reported.